Event description:
It was reported that this right ventricular (rv) lead exhibited high out-of-range shock impedance measurements. Which was suspected to be caused by calcification. Troubleshooting options were discussed and recommended. At this time the rv lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out-of-range shock impedance measurements. Which was suspected to be caused by calcification. Troubleshooting options were discussed and recommended. Subsequently, a revision procedure was performed and the rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.